Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer received information alleging the device failed testing. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging the device failed testing. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's internal battery was replaced, and power management board needs to be replaced to address the issue. Customer requests no repair to device. The device was returned unrepaired per customer request.